Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe stopper was damaged. The following information was provided by the initial reporter: "disintegration of rubber bung on syringe plunger recognized before syringe was used on patient. Quarantined. Reported to procurement. Local safety notice sent out."

Manufacturer narrative:
The following fields were updated due to additional information: mdrf annex c grid: c23. Imdrf annex d grid: d11 . H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a black plastic-like particle was observed inside the syringe barrel. Using a microscope, the piece shape was round and elongated. Characterization analysis was performed to identify the composition of the particle. Results identified the particle was not from the syringe stopper, it was consistent with the stopper of the vial. A device history review was performed for the reported lot 2111017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This component is provided by an external supplier. Incoming inspections are performed according to procedure, no issues related to the reported incident were found. Based on the our investigation, it was determined the particle likely generated while withdrawing medication from the vial and entered into the syringe as observed in the product provided. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe stopper was damaged. The following information was provided by the initial reporter: "disintegration of rubber bung on syringe plunger recognized before syringe was used on patient. Quarantined. Reported to procurement. Local safety notice sent out."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 30-may-2022. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a black plastic-like particle was observed inside the syringe barrel. Further evaluation identified it was a piece of the stopper that had broken off. A device history review was performed for the reported lot 2111017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This component is provided by an external supplier. Incoming inspections are performed according to procedure. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe stopper was damaged. The following information was provided by the initial reporter: "disintegration of rubber bung on syringe plunger recognized before syringe was used on patient. Quarantined. Reported to procurement. Local safety notice sent out."